Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstruation pain"), abdominal pain lower ("severe lower abdominal pain"), back pain ("severe back pain"), alopecia ("hair loss") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain lower, back pain, alopecia and procedural pain outcome was unknown. The reporter considered abdominal pain lower, alopecia, back pain, dysmenorrhoea, genital haemorrhage, pelvic pain and procedural pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: no results provided. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain"), genital haemorrhage ("abnormal bleeding/abnormal bleeding (vaginal, menorrhagia)"), device dislocation ("migration of essure device") and pregnancy with contraceptive device ("pregnancy (with complications)") in a 21-year-old female patient who had essure (batch no. 948832) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 1 on 27-nov-2010 and recurrent abortion. Concurrent conditions included asthma. Concomitant products included paracetamol (acetaminophen) and salbutamol (albuterol). On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstruation pain/dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), allergy to metals ("nickel allergy"), weight increased ("weight gain"), weight decreased ("weight loss"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and reproductive tract disorder ("reproductive system disorder or condition"). In may 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and vaginal discharge ("vaginal discharge"). In june 2012, the patient experienced anxiety ("high anxiety") and depression ("depression"). In 2012, the patient experienced mood swings ("mood swings"), migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). In august 2012, the patient experienced butterfly rash ("rashes/butterfly rash") and acne ("rashes or skin conditions/back acne"). In may 2013, the patient experienced thyroid disorder ("thyroid disorder"). In february 2014, the patient experienced abortion spontaneous ("pregnancy (stillbirth or miscarriage)"). In august 2014, the patient experienced alopecia ("hair loss"). In december 2014, the patient experienced urinary tract infection ("uti"). On an unknown date, the patient experienced abdominal pain lower ("severe lower abdominal pain"), back pain ("severe back pain"), procedural pain ("painful post-operative recovery"), hot flush ("hot flashes"), cold sweat ("cold sweats"), pregnancy with contraceptive device (seriousness criterion medically significant), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pain ("body pain"), breast pain ("breast pain"), arthralgia ("joint pain"), facial paralysis ("partial facial -paralysis") and gastrointestinal disorder ("gastrointestinal or digestive system condition "). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (ablation on 02-feb-2016) and surgery (partial hysterectomy and bilateral salphingectomy on 02-feb-2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain lower, alopecia, procedural pain, pregnancy with contraceptive device, abortion spontaneous and facial paralysis outcome was unknown and the device dislocation, back pain, mood swings, hot flush, cold sweat, vaginal haemorrhage, urinary tract infection, female sexual dysfunction, anxiety, depression, thyroid disorder, butterfly rash, acne, urinary tract disorder, bladder disorder, migraine, headache, nausea, allergy to metals, dyspareunia, vaginal discharge, weight increased, weight decreased, menorrhagia, reproductive tract disorder, fatigue, pain, breast pain, arthralgia and gastrointestinal disorder had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, acne, allergy to metals, alopecia, anxiety, arthralgia, back pain, bladder disorder, breast pain, butterfly rash, cold sweat, depression, device dislocation, dysmenorrhoea, dyspareunia, facial paralysis, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hot flush, menorrhagia, migraine, mood swings, nausea, pain, pelvic pain, pregnancy with contraceptive device, procedural pain, reproductive tract disorder, thyroid disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 20-aug-2012: no results provided pregnancy test - in february 2014: miscarriage concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: urinary tract infection, thyroid disorder, pelvic pain, lower abdominal pain and back pain. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received. New events added- mood swings, hot flashes, cold sweats, pregnancy (with complications), abnormal bleeding (vaginal, menorrhagia), hysterectomy (partial), pregnancy (stillbirth or miscarriage), uti, apareunia (inability to have sexual intercourse), high anxiety and depression resulting in divorce, thyroid disorder, rashes/butterfly rash, rashes or skin conditions/back acne, bladder or urinary problems or changes, migraines, headaches, migration of essure device nausea, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue, weight gain, weight loss gastrointestinal or digestive system condition, body pain, breast pain, partial facial -paralysis and joint pain.fup 1 and fup 2 processed together. On 28-feb-2018: fup 1 and fup 2 processed together. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain/pain pelvic"), genital haemorrhage ("abnormal bleeding/abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding(general)"), pregnancy with contraceptive device ("pregnancy (with complications)"), abortion spontaneous ("pregnancy (stillbirth or miscarriage): miscarriage") and facial paralysis ("partial facial -paralysis") in a 21-year-old female patient who had essure (batch no: 948832) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device dislocation "migration of essure device" (seriousness criteria medically significant and intervention required) in may 2012 and device ineffective "device ineffective". The patient's medical history included multigravida, parity 1 on (B)(6) 2010, miscarriage and torsion of ovary. Bilateral ovaries follicles ,no evidence of ovaries torsion. Trace free fluid notes .retroverted uterus. Concurrent conditions included asthma and nickel sensitivity. Concomitant products included paracetamol (acetaminophen) and salbutamol (albuterol). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstruation pain/dysmenorrhea (cramping)"), back pain ("severe back pain/back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), reproductive tract disorder ("reproductive system disorder or condition") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain") and weight decreased ("weight loss/weight gain/loss(specify which one)severe weight loss"). In may 2012, the patient experienced vaginal discharge ("vaginal discharge"). In 2012, the patient experienced mood swings ("mood swings"), migraine ("migraines"), headache ("headaches") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes"). In june 2012, the patient experienced anxiety ("high anxiety") and depression ("depression"). In august 2012, the patient experienced butterfly rash ("rashes/butterfly rash") and acne ("rashes or skin conditions/back acne"). In may 2013, the patient experienced thyroid disorder ("thyroid disorder/autoimmune disorder-type of disorder:thyroid"). In december 2013, the patient experienced gastrointestinal disorder ("gastrointestinal or digestive system condition"). In february 2014, the patient experienced abortion spontaneous (seriousness criterion medically significant). In august 2014, the patient experienced alopecia ("hair loss"). In december 2014, the patient experienced urinary tract infection ("uti/infection(other)-describe:uti") and bladder disorder ("bladder or urinary problems or changes"). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced facial paralysis (seriousness criterion medically significant), abdominal pain lower ("severe lower abdominal pain"), procedural pain ("painful post-operative recovery"), hot flush ("hot flashes"), cold sweat ("cold sweats"), urinary tract disorder ("bladder or urinary problems or changes"), pain ("body pain"), breast pain ("breast pain") and arthralgia ("joint pain"). The patient was treated with ondansetron hydrochloride and surgery (ablation on (B)(6) 2016 and partial hysterectomy and bilateral salphingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, facial paralysis, dysmenorrhoea, abdominal pain lower, alopecia, procedural pain, abdominal pain and hormone level abnormal outcome was unknown and the back pain, mood swings, hot flush, cold sweat, vaginal haemorrhage, urinary tract infection, female sexual dysfunction, anxiety, depression, thyroid disorder, butterfly rash, acne, urinary tract disorder, bladder disorder, migraine, headache, nausea, allergy to metals, dyspareunia, vaginal discharge, weight increased, weight decreased, menorrhagia, reproductive tract disorder, fatigue, pain, breast pain, arthralgia and gastrointestinal disorder had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, acne, allergy to metals, alopecia, anxiety, arthralgia, back pain, bladder disorder, breast pain, butterfly rash, cold sweat, depression, dysmenorrhoea, dyspareunia, facial paralysis, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hot flush, menorrhagia, migraine, mood swings, nausea, pain, pelvic pain, pregnancy with contraceptive device, procedural pain, reproductive tract disorder, thyroid disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: on (B)(6) 2016: the content of the communications: remove excess scar tissue, also did a cryotherapy in the cervix to repair. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2012: results: no results provided. Pregnancy test: in february 2014: results: miscarriage. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: urinary tract infection, thyroid disorder, pelvic pain, lower abdominal pain, back pain,vaginal bleeding,right sided pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jan-2019: pfs received: following events were added : hormonal changes. Reporter information added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain"), genital haemorrhage ("abnormal bleeding/abnormal bleeding (vaginal, menorrhagia)"), device dislocation ("migration of essure device") and pregnancy with contraceptive device ("pregnancy (with complications)") in a 21-year-old female patient who had essure (batch no. 948832) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 1 on (B)(6) 2010 and miscarriage. Concurrent conditions included asthma. Concomitant products included paracetamol (acetaminophen) and salbutamol (albuterol). On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstruation pain/dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), weight increased ("weight gain"), weight decreased ("weight loss"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and reproductive tract disorder ("reproductive system disorder or condition"). In (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient experienced anxiety ("high anxiety") and depression ("depression"). In 2012, the patient experienced mood swings ("mood swings"), migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). In (B)(6) 2012, the patient experienced butterfly rash ("rashes/butterfly rash") and acne ("rashes or skin conditions/back acne"). In (B)(6) 2013, the patient experienced thyroid disorder ("thyroid disorder"). In (B)(6) 2014, the patient experienced abortion spontaneous ("pregnancy (stillbirth or miscarriage): miscarriage"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced urinary tract infection ("uti"). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), abdominal pain lower ("severe lower abdominal pain"), back pain ("severe back pain"), procedural pain ("painful post-operative recovery"), hot flush ("hot flashes"), cold sweat ("cold sweats"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), pain ("body pain"), breast pain ("breast pain"), arthralgia ("joint pain"), facial paralysis ("partial facial -paralysis") and gastrointestinal disorder ("gastrointestinal or digestive system condition"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (partial hysterectomy and bilateral salphingectomy on (B)(6) 2016), surgery (ablation on (B)(6) 2016) and surgery (partial hysterectomy and bilateral salphingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, dysmenorrhoea, abdominal pain lower, alopecia, procedural pain and facial paralysis outcome was unknown and the device dislocation, back pain, mood swings, hot flush, cold sweat, vaginal haemorrhage, urinary tract infection, female sexual dysfunction, anxiety, depression, thyroid disorder, butterfly rash, acne, urinary tract disorder, bladder disorder, migraine, headache, nausea, allergy to metals, dyspareunia, vaginal discharge, weight increased, weight decreased, menorrhagia, reproductive tract disorder, fatigue, pain, breast pain, arthralgia and gastrointestinal disorder had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, acne, allergy to metals, alopecia, anxiety, arthralgia, back pain, bladder disorder, breast pain, butterfly rash, cold sweat, depression, device dislocation, dysmenorrhoea, dyspareunia, facial paralysis, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hot flush, menorrhagia, migraine, mood swings, nausea, pain, pelvic pain, pregnancy with contraceptive device, procedural pain, reproductive tract disorder, thyroid disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: on (B)(6) 2016: the content of the communications: remove excess scar tissue, also did a cryotherapy in the cervix to repair. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: no results provided. Pregnancy test - in (B)(6) 2014: miscarriage. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: urinary tract infection, thyroid disorder, pelvic pain, lower abdominal pain and back pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 17-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain"), genital haemorrhage ("abnormal bleeding/abnormal bleeding (vaginal, menorrhagia)"), device dislocation ("migration of essure device") and pregnancy with contraceptive device ("pregnancy (with complications)") in a 21-year-old female patient who had essure (batch no. 948832) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 1 on (B)(6)2010 and miscarriage. Concurrent conditions included asthma. Concomitant products included paracetamol (acetaminophen) and salbutamol (albuterol). On (B)(6)2012, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstruation pain/dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), weight increased ("weight gain"), weight decreased ("weight loss"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and reproductive tract disorder ("reproductive system disorder or condition"). In (B)(6)2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and vaginal discharge ("vaginal discharge"). In (B)(6)2012, the patient experienced anxiety ("high anxiety") and depression ("depression"). In 2012, the patient experienced mood swings ("mood swings"), migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). In (B)(6)2012, the patient experienced butterfly rash ("rashes/butterfly rash") and acne ("rashes or skin conditions/back acne"). In (B)(6)2013, the patient experienced thyroid disorder ("thyroid disorder"). In (B)(6)2014, the patient experienced abortion spontaneous ("pregnancy (stillbirth or miscarriage): miscarriage"). In (B)(6)2014, the patient experienced alopecia ("hair loss"). In (B)(6)2014, the patient experienced urinary tract infection ("uti"). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), abdominal pain lower ("severe lower abdominal pain"), back pain ("severe back pain"), procedural pain ("painful post-operative recovery"), hot flush ("hot flashes"), cold sweat ("cold sweats"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), pain ("body pain"), breast pain ("breast pain"), arthralgia ("joint pain"), facial paralysis ("partial facial -paralysis") and gastrointestinal disorder ("gastrointestinal or digestive system condition"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (partial hysterectomy and bilateral salpingectomy on (B)(6)2016), surgery (ablation on (B)(6)2016) and surgery (partial hysterectomy and bilateral salpingectomy on (B)(6)2016). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, dysmenorrhoea, abdominal pain lower, alopecia, procedural pain and facial paralysis outcome was unknown and the device dislocation, back pain, mood swings, hot flush, cold sweat, vaginal haemorrhage, urinary tract infection, female sexual dysfunction, anxiety, depression, thyroid disorder, butterfly rash, acne, urinary tract disorder, bladder disorder, migraine, headache, nausea, allergy to metals, dyspareunia, vaginal discharge, weight increased, weight decreased, menorrhagia, reproductive tract disorder, fatigue, pain, breast pain, arthralgia and gastrointestinal disorder had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, acne, allergy to metals, alopecia, anxiety, arthralgia, back pain, bladder disorder, breast pain, butterfly rash, cold sweat, depression, device dislocation, dysmenorrhoea, dyspareunia, facial paralysis, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hot flush, menorrhagia, migraine, mood swings, nausea, pain, pelvic pain, pregnancy with contraceptive device, procedural pain, reproductive tract disorder, thyroid disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: on (B)(6)2016: the content of the communications: remove excess scar tissue, also did a cryotherapy in the cervix to repair. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2012: no results provided pregnancy test - in (B)(6)2014: miscarriage. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: urinary tract infection, thyroid disorder, pelvic pain, lower abdominal pain and back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-oct-2018: quality safety evaluation of ptc (product technical complaint ). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain"), genital haemorrhage ("abnormal bleeding/abnormal bleeding (vaginal, menorrhagia)"), device dislocation ("migration of essure device"), pregnancy with contraceptive device ("pregnancy (with complications)"), abortion spontaneous ("pregnancy (stillbirth or miscarriage): miscarriage") and facial paralysis ("partial facial -paralysis") in a 21-year-old female patient who had essure (batch no. 948832) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 1 on (B)(6) 2010 and miscarriage. Concurrent conditions included asthma and nickel sensitivity. Concomitant products included paracetamol (acetaminophen) and salbutamol (albuterol). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstruation pain/dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and reproductive tract disorder ("reproductive system disorder or condition") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). In (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient experienced anxiety ("high anxiety") and depression ("depression"). In 2012, the patient experienced mood swings ("mood swings"), migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). In (B)(6) 2012, the patient experienced butterfly rash ("rashes/butterfly rash") and acne ("rashes or skin conditions/back acne"). In (B)(6) 2013, the patient experienced thyroid disorder ("thyroid disorder"). In (B)(6) 2014, the patient experienced abortion spontaneous (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced urinary tract infection ("uti"). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced facial paralysis (seriousness criterion medically significant), abdominal pain lower ("severe lower abdominal pain"), back pain ("severe back pain"), procedural pain ("painful post-operative recovery"), hot flush ("hot flashes"), cold sweat ("cold sweats"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), pain ("body pain"), breast pain ("breast pain"), arthralgia ("joint pain"), gastrointestinal disorder ("gastrointestinal or digestive system condition") and abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation on (B)(6) 2016 and partial hysterectomy and bilateral "salpingectomy" on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, facial paralysis, dysmenorrhoea, abdominal pain lower, alopecia, procedural pain and abdominal pain outcome was unknown and the device dislocation, back pain, mood swings, hot flush, cold sweat, vaginal haemorrhage, urinary tract infection, female sexual dysfunction, anxiety, depression, thyroid disorder, butterfly rash, acne, urinary tract disorder, bladder disorder, migraine, headache, nausea, allergy to metals, dyspareunia, vaginal discharge, weight increased, weight decreased, menorrhagia, reproductive tract disorder, fatigue, pain, breast pain, arthralgia and gastrointestinal disorder had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, acne, allergy to metals, alopecia, anxiety, arthralgia, back pain, bladder disorder, breast pain, butterfly rash, cold sweat, depression, device dislocation, dysmenorrhoea, dyspareunia, facial paralysis, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hot flush, menorrhagia, migraine, mood swings, nausea, pain, pelvic pain, pregnancy with contraceptive device, procedural pain, reproductive tract disorder, thyroid disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: on (B)(6) 2016: the content of the communications: remove excess scar tissue, also did a cryotherapy in the cervix to repair. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: no results provided. Pregnancy test - in (B)(6) 2014: results: miscarriage. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: urinary tract infection, thyroid disorder, pelvic pain, lower abdominal pain and back pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 13-nov-2018: pfs received. Event:abdominal pain was added. Medical history was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.